Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Brand name: pelvicol acellular collagen matrix. MFR name and address: tissue science laboratories, (B)(4). (B)(6).